Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the ¿load step¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 06/26/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/11/2015 with the following findings: a review of the pump history and black box data revealed no evidence of a 'load step malfunction'. The pump successfully performed the rewind, load, and prime sequence functions. The pump passed a force sensor calibration check. The pump case was removed, and no evidence of internal damage or defect was found. The reported issue was not duplicated. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time. (B)(4).